Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "u500" insulin caused the unspecified bd autoshield¿ duo safety pen needle plunger to "jam" during use, the following information was provided by the initial reporter: "it appears the kwikpen device with this u500 insulin caused the pen to 'jam' plunger stopped working - patient could ... Much insulin. Had been .... When the pen stopped working. Different needles used." "Can't read the handwriting of the reporter, that's why some words are missing from the event description."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint is unconfirmed and the root cause could not be determined. H3 other text: see h.10.

Event description:
It was reported that the "u500" insulin caused the unspecified bd autoshield¿ duo safety pen needle plunger to "jam" during use, the following information was provided by the initial reporter: "it appears the kwikpen device with this u500 insulin caused the pen to 'jam' plunger stopped working - patient could... Much insulin. Had been... When the pen stopped working. Different needles used." "Can't read the handwriting of the reporter, that's why some words are missing from the event description."